Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized in the intensive care unit with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 36 and 48 hours. The patient attributed the high blood glucose levels to a dislodged cannula. Symptoms reported include dka, hyperglycemia, nausea, and vomiting. The patient was treated with intravenous insulin, potassium, and water. The patient was released the following day. The pod was removed at the hospital. The pod has been discarded.